Manufacturer narrative:
The investigation determined that the different sample values generated with dilution and without dilution relate to the nature of the analyte detected with the anti-tpo assay. Auto-antibodies can cause non-linear effects when they are diluted. This limitation is covered in product labeling. An overall reagent issue can be excluded. The investigation could not identify a product problem.

Event description:
There was an allegation of questionable elecsys anti-tpo results for 1 patient sample on a cobas 8000 e 801 module. The initial result was >600 iu/ml. A manual dilution (1:5) was performed and the result was approximately 50 iu/ml. It was reported that a dilution was performed several times and the result was always approximately 50 iu/ml. A second test tube of the same sample was tested. The initial result was (1:1) >600 iu/ml. The result with a 1:5 dilution was 58.5 iu/ml. The result with a 1:2 dilution was 484 iu/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6) . The alleged sample is no longer available. The investigation is ongoing.